Manufacturer narrative:
Method: complaint history analysis, mfg record review, visual inspection, risk assessment. Results: complaint history analysis: first complaint of this type of the aria product line. Mfg record review. No deviations were noted. Visual inspection. Spacer is broken on one side along the threading where it's attached to the inserter. There are no other defects on the implant. Risk assessment. There were no adverse consequences reported and there are back up spacers available in the kit. Conclusion: damage on only one side of the spacer implies that a cantilever force lead to the failure. As the event description says that this occurred while the spacer was being inserted into the disc space, it's concluded that an off-center vertical force used during impaction lead to the failure.

Event description:
It was reported that, "the cage broke through the threads where it attaches to the inserter while inserting into the disc space."